Event description:
It was reported that the insulin pump had an error alarm during the manual prime. Customer's blood glucose reading at the time of the call was 250 mg/dl. No further information reported.

Event description:
It was reported that the customer had a protruded drive support cap. Customer stated the support cap was pushed while on hold. The possible cause of the prime alarm was the sensor not detecting the reservoir. Advised the customer to revert to back up plan. Nothing further reported.

Manufacturer narrative:
It was reported that the insulin pump had an error alarm during the manual prime. Customer's blood glucose reading at the time of the call was 250 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.